Event description:
Caller states the patient tested 1.3 inr and 208 inr on the coaguchek system during duplicate testing. Noaction taken based on device results. No adverse event reported. Requested return of suspect system, howeveer caller states no strips are available for return.